Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between a homechoice cassette line and solution bag which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between a homechoice cassette line and solution bag that led to this alarm. The hp confirmed that it was properly connected and they did not noticed any damaged from the cassette or the solution bag. The hp cycled power off and on to clear the alarm before calling renal therapy services (rts). Proper procedures per the user manual were reviewed by rts. There was no patient injury or medical intervention associated with this event. No additional information is available.